Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller stated that "shortly after the implant" there were "issues" and the urologist told the patient to turn the ins off and not use it. Therefore, the ins had been turned off for 3 years. The caller stated the patient went home to charge and came back, but their communicator didn't power on, although the handset did. The caller mentioned they've had these kinds of situations before where patients would say "it's off, it's off" and they had to explain the process of confirming it was off or in MRI mode, etc. To patients. The caller was not with the patient. The patient was redirected to their hcp to further address the issue. It was reviewed that if the patient would like to access MRI mode, they would likely need to have a communicator replaced and also charge their ins. If the patient didn't elect to continue with the process to access MRI mode, they would need to speak with their hcp about the next steps. The communicator information was not collected as the caller wasn't in the same room as the patient. Additional information was received from the patient on 2024-nov-12. They reported that they had not contacted their doctor who managed their device about the issue. When asked to clarify the statement, "there was an issue shortly after implant," the patient stated the device never worked for them so they had it removed. The patient stated the cause of the "issue shortly after implant" was determined, but did not provide any additional information.